Event description:
It was reported that the patient presented to the emergency room. Upon review, the right ventricular lead exhibited over-sensed noise leading to pacing inhibition. The lead was capped and replaced on (B)(6) 2023. The patient condition was stable.